Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that multiple episodes of nonsustained lead noise were observed. The noise was not reproducible in clinic. The lead will be monitored.

Event description:
New information notes during a device change out for eri, the ventricular lead was discovered to be dislodged. The lead was explanted on (B)(6) 2014.